Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient's visual acuity deviated more than it was expected. Therefore, the iol was replaced with another iol in a secondary procedure. According to the ophthalmologist an iol defect was not confirmed and there was no causal relationship with the iol. Additional information was provided that the lens was exchanged for a different manufacturer's lens with a one diopter power difference.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Both haptics are slightly bent in the gusset area. The optic is cut into two portions, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a non-qualified viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. (B)(4).